Manufacturer narrative:
On december 1, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking and extending to the anterior view, measuring approximately 10.2 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and granuloma. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with mentor medical devices (gel siltex mod-rnd 275cc, date of implant (B)(6) 2007) and experienced bilateral granuloma. On (B)(4) 2020, mentor became aware that patient also experienced bilateral breast implant rupture complicated with granuloma, and underwent bilateral explantation and replacement with catalog number 3505480bc; serial number (B)(4) on the left side and with catalog number 3505480bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.